Event description:
Per neurosurgeon "pt underwent percutaneous placement of an epidural catheter for anesthesia during urologic procedure and upon attempting to retrieve the catheter, the device became stretched and when measuring it in comparison to the expected length it is shorter. The presumption is that a small portion, perhaps several inches of the catheter was left in the subcutaneous tissue. No associated neurologic deficits. X-rays revealed no radiographic material present."